Event description:
The event is reported as: the staples do not close properly; only one side was properly closed. The staples were removed and tissue sutured. This occurred during a surgical procedure. No pt injury reported.

Manufacturer narrative:
The device sample is reported as not available for eval. The results of the investigation are not available at the time of this report.